Event description:
Customer reported device = 230 mg/dl around 11 am. Customer took 4 units of insulin. Four hrs later, customer complained of dizziness. Customer's spouse gave pt milk to elevate blood glucose per dr's recommendation. No controls used. A request was made for return product and replacement product was sent.